Event description:
It was reported that a catheter access port (cap) study was done "recently" and the healthcare provider had a "hard time aspirating; but was able to get some." The date and reason for the cap dye study was not reported. It was also noted that the pump was refilled two weeks prior to the initial report and that there were "no issues refilling." On the day of the initial report the patient was seen at the managing healthcare provider (hcp) office. At that visit the patient told the hcp that he had "read online that the FDA said that 57 out of 1000 pumps fail and push drug into the pocket." It was then noted that the patient said he would "eat his hat" if there was any drug in the pump. The hcp checked the pump, and saw what "seemed like" three "fresh pokes" around the pump refill port and one near the access port. The hcp asked the patient if he had accessed his pump and the patient said "absolutely not." When the hcp attempted to aspirate the pump, "there was nothing in there." No patient symptoms were reported. The pump was filled with sali ne on the day of the report and the patient was referred for suboxone treatment. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 8835, serial # (B)(4), implanted: na, explanted: na; catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2012. (B)(4) - three fresh pokes going into the patient's pump. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion no longer applies to this event.

Event description:
Additional information received reported the patient's pump would be replaced on (B)(6) 2014 and the patient insisted the pump over infused on its own; therefore the healthcare provider (hcp) decided to replace the pump. It was noted the pump was replaced because "something went wrong with the catheter" and that the pump was "emptying out too fast." The problems started about a year ago and about a year after initial pump implant. However; the physician had concerns about the patient possibly accessing the pump and would like the analysis results as soon as possible. It was noted since (B)(6) 2013 the pump had been filled with saline. The patient's status after the device was removed was recovered without sequela and no patient injury. The pump is currently being used to deliver bupivacaine and morphine and the hcp "turned it way down" and will slowly titrate back up to where the patient needed it. The pump prior to replacement was being used to deliver morphine and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed pump fluid path significant damage to reservoir septum while implanted septum is not leaking. As received the pump reservoir was empty and left running in simple continuous infusion mode with pa dosing active. Visual analysis indicated needle skids near the 9 o'clock position from septum fill port and significant needle skids in the metal ring that surrounds the septum at that 9 o'clock position. Dispense testing passed. Reservoir pressure was also monitored, no leaking seen during dispense testing. Infusion test performed, no septum leaking seen. Septum was subjected to pressure testing, the septum did not leak. Also noted was that discolored fluid was pulled from the pump throughout testing. Destructive analysis performed with nothing significant to note other than the condition of the fill septum. Analysis of the catheter revealed no significant anomaly. Catheter sc connector non significant indent in the seal, did not affect infusion.

Manufacturer narrative:
(B)(4).

Event description:
The pump was replaced due to a volume discrepancy; a couple of times it came up empty or very little left in the pump. After the surgery, the patient was told that the catheter had no patency, meaning it was not allowing the fluid to pass through. The patient had no idea where the medication in the pump went. The patient never felt sick or anything. Following the pump replacement in (B)(6) 2014, they replaced the pump with the same medication but decreased the dose. On (B)(6) 2014, the patient was called into the physician's office to go over analysis results. The patient was told that the pump worked fine during analysis; however, there was some coring involved due to use of a different needle. The patient indicated that he was not able to reach over to the side to put a needle in because he was a "big guy" and he would not be able to find the refill site due to being nearsighted. The physician decided to remove the medication from the pump due to the coring issues. The volumes were correct. The patient was given the option to use prialt; however, since that didn't work for him before the pump was filled with saline. The patient was released by the physician and was pursuing another provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.